Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately four months post port placement, the patient was admitted to the hospital due to fever and sepsis. The patient was also immunocompromised from recent chemo for endometrial cancer. Infection was found to be due to an infected port. Around two days later, port-a-cath was removal was planned. The patient¿s condition improved after port removal. Therefore, the investigation is inconclusive for the reported adverse events as no objective evidence has been provided to confirm any alleged deficiency with the port. Furthermore, clinical condition alleged in the complaint cannot be confirmed. Based upon the available information, the definitive root cause is unknown. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiry date: 09/2018). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Event description:
It was reported through the litigation process that four months and two days post port placement for cancer treatment, the patient was diagnosed with sepsis and methicillin-sensitive staphylococcus aureus infection. Reportedly, the port was removed. The current status of the patent is unknown.

Event description:
It was reported through the litigation process that four months and four days post port placement for cancer treatment, the patient was diagnosed with sepsis and methicillin-sensitive staphylococcus aureus infection. Reportedly, the port was removed. The current status of the patent is unknown.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H10: d4 (expiry date: 09/2018). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.